Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter and a stopcock. The balloon was loosely folded with blood in the hub. Microscopic investigation revealed damage to the tip of the device. Device was inflated with water and brought to rated burst pressure (rbp) for 5 minutes without leaking or losing pressure. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified right vessel below the knee. A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced but failed to cross the occluded part of the lesion. Dilatation was performed at the proximal site. However, on the first inflation at 6 atmospheres, the balloon ruptured after being inflated for 10 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified right vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced but failed to cross the occluded part of the lesion. Dilatation was performed at the proximal site. However, on the first inflation at 6 atmospheres, the balloon ruptured after being inflated for 10 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.